Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential thrombosis postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been plaque, tissue, or other material entering the patient's artery, or a side effect of the operation, resulting in a thrombosis postoperatively. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a patient underwent right lung tumor arterial angiography and perfusion chemotherapy embolization. A vascular closure device was used to seal the puncture site. After the procedure, the patient experienced increasingly severe right lower limb pain and numbness. On the evening of (B)(6), the patient could no longer tolerate the pain and an emergency ultrasound examination suggested acute thrombosis of the right femoral artery with multiple arterial plaques in the right lower limb. This was considered an adverse event related to the use of the vascular closure device. There was no blood loss. The account stated that the product used during the procedure were used normally, and the patient only experienced numbness and pain in the right lower limb in the evening after surgery. Subsequent clinical interventions were performed on the patient, including thrombectomy and thrombolysis procedures, and two days later angiography showed that the arteries were unobstructed. Additional information was received on 06dec2023: there were individual difficulties in the entry of the guidewire into the vessel. There was no stenosis, plaque, etc. There was an angiogram prior to intervention, however, no pre-deployment angiogram was performed. The procedural sheath size used was a 5fr. The patient was stable.